Event description:
During a revascularisation of the right sfa (r1) a pacific xtreme pta balloon catheter was used. Approximately 9.5 months post use of the pacific xtreme balloon catheter, restenosis of the right sfa (r1) was identified. This was treated with one pacific xtreme pta balloon catheter. The patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.